Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. The unspecified target lesion was to be dilated with a 12mm x 3.50mm quantum apex balloon catheter. However, the catheter shaft broke in half at the distal part while loading the balloon into an unspecified guide wire about an inch to the touhy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received inside an nc quantum apex product pouch and shelf box that matched the information on the device. There was a complete separation of the hypotube which was 49.5 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. The unspecified target lesion was to be dilated with a 12mm x 3.50mm quantum apex balloon catheter. However, the catheter shaft broke in half at the distal part while loading the balloon into an unspecified guide wire about an inch to the tuohy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).